Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B) (4).

Event description:
Customer reported receiving a reading of 420 mg/dl on her freestyle lite blood glucose meter compared to a reading of 98 mg/dl on a healthcare provider's meter of unknown type, within 10 minutes of each other. Customer further reported she experienced an anxiety attack due to her readings being high and subsequently experienced stuttering, tremulousness and feeling very hot. Paramedics were called and they checked her vital signs, started an intravenous infusion of unknown type and transported customer to a local healthcare facility. It is unknown if the reading that was received by a healthcare provider was received by the paramedics or at the healthcare facility. Customer did not receive a diagnosis of any kind or any additional third-party emergent medical intervention. Customer reported self-administering prozac 20 mg, (non-diabetic medication). There was no report of death or permanent injury associated with this event.